Event description:
It was reported to nova medical that a consumer continued to administer unk amounts of insulin based on readings obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event which did not require medical intervention. The consumer ate 2 glucose tablets and drank soda to raise his sugar level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.